Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported failure. The third-party service agent then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A third-party service agent evaluated the device and verified the reported failure. The third-party service agent then advised replacement of the therapy pcb assembly. However, the customer opted not to have the device repaired. The device was then returned to the customer unrepaired.

Manufacturer narrative:
The customer initially declined repair of the device, but eventually returned the device to have it repaired. The third-party service agent had initially advised replacement of the therapy pcb assemly. When he re-evaluated the device, he observed that the biphasic pcb assembly was burned, which actually caused the reported failure. The third-party service agent then replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer noticed during a daily test on their device that it had the service indicator illuminated. A third-party service agent observed during evaluation of the device that it would not pass the user test and did not charge defibrillation energy, therefore the device could not provide defibrillation therapy. There was not patient use associated with the event.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. The third-party service agent then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.